Event description:
Patient underwent cochlear implantation 5-1/2 years ago. Her implant has been malfunctioning and she had deterioration of vocabulary. A decision was then made to proceed with explantation and reimplantation.